Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, an increased capture threshold and a lower sensing value were observed on the right ventricular (rv) lead. The physician believed the rv lead was dislodged. The rv lead was revised but the helix of the lead could not be reattached so it was explanted and replaced by a new rv lead. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, increased capture threshold, and low sensing. The reported events of increased capture threshold and low sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to accurately measure the helix extension length due to procedural damage to the helix. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.